Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte day aligners, patient was examined by their dentist and found to have untreated dental caries that must be addressed before proceeding with any orthodontic procedures. Patient should cease treatment with byte aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.